Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user attempted to refill an ilet cartridge using a smaller, nonstandard needle due to a lack of syringes, after which the cartridge would not fill, the plunger did not move as intended, and insulin leaked from the top; attempts to reuse the in-pump cartridge resulted in limited fill and apparent backpressure pushing the plunger down. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included continued glucose monitoring on a cgm and administration of backup therapy as needed, with an overnight replacement cartridge kit arranged. Investigation included remote troubleshooting and user education on proper cartridge handling and against reuse. Investigation of this case revealed user technique and use of an incompatible filling method as the likely contributors to leakage and fill failure of the cartridge, with no pump alarms reported and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and handling error during cartridge fill.